Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/04/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness, pimples, pustules, and infection extending beyond the patch perimeter which occurred the day after the sensor had been inserted into the arm. The patient consulted with a doctor and was prescribed oral keflex and topical hydrocortisone cream for the skin reaction. The patient was in good condition at the time of report. No additional event or patient information is available.